Manufacturer narrative:
Service history review: lot 003730/6156144/002761: a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2012 and (B)(4) 2013 due to motor failure. The customer called in a service request for this item on (B)(4) 2015 and reported the device is inoperable, runs continuously. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable, runs continuously. The service history evaluation is confirmed. A service and repair evaluation was completed: the customer reported the device was running continuously. The repair technician reported motor failure as the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Health professional inadvertently checked; should be only company representative device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the hand piece for battery powered driver runs continuously. Complaint issues for all devices found after going through the cleaning process. There is no patient involvement.

Event description:
The service and repair department documented four (4) hand pieces for battery powered driver. Hand piece associated with lot number 005208, runs too slow in fast speed. Hand piece associated with lot number 003730 runs continuously. For hand pieces associated with lot numbers 001804 & 004587, the motors do not work. Complaint issues for all devices found after going through the cleaning process. There is no patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.